Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine 1 mg/ml for a total dose of 0.2mg/ml via an implantable pump for no known indication for use. It was reported the patient reported no relief. It was noted there was a volume discrepancy (more than expected) and the catheter was twisted due to the pump flipping. Factors that may have led or contributed to the issue include the patient flipped their pump (a twiddler). Diagnostics/troubleshooting performed included there was an unsuccessful dye study where they were unable to aspirate the catheter. It was noted there was also a volume discrepancy at refill. The pump segment of the catheter was replaced and a new 8780 pump segment was connected on (B)(6) 2021. It was noted there was good cerebrospinal fluid (csf) flow after the twisting was unraveled. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's medical history was asked but unknown. The event date was (B)(6) 2021. No further complications were reported/anticipated.